Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 222 mg/dl, 103 mg/dl, and 140 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.